Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during testing; however, it is not an indication of a device malfunction. Per the reported malfunction it has been determined the device was set to 100% fio2. Therefore when the supply of the o2 is removed the device will no longer be able to provide breaths and will begin to alarm. Therefore this claim is being closed as the device meets specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.